Event description:
It was reported that on two separate occasions (2007 and 2008), the ventilator shut down with an audible alarm while connected to a patient. No reported harm to the patient.

Manufacturer narrative:
Conclusion - testing by the manufacturer is ongoing.